Manufacturer narrative:
The device and three sets of handles were returned to zoll medical japan for evaluation. The device and handles were tested and passed with no issues noted. The handles were in good condition, and the reported issue could not be repeated during testing. The device log showed that one shock was delivered with normal energy levels, and the readings suggested the paddles were coupled well to the patient. The device and internal handles appear to have worked as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 1-month-old patient (gender unknown), after delivering a 10 joules shock, using internal paddles, the clinician observed burn marks on the patient's heart. Complainant indicated that the patient sustained burns. This is all the information available.